Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance and the reported difficulty to remove the device were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, heavily calcified, right coronary artery (rca). The patient had undergone previous coronary stenting approximately two years ago in the rca during which two unspecified stents were deployed. When attempting to cross through the previously deployed stents the 3.5 x 28 mm xience alpine stent delivery system (sds) was only able to advance halfway through the deployed stents due to resistance; therefore, the sds was retracted from the anatomy. During retraction the proximal end of the stent implant began to flare causing resistance during removal; therefore, the guiding catheter, guide wire and sds were removed together as one unit and the procedure continued on successfully using new devices. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.